Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review of the remote transmission it was noted that the implantable cardiac monitor (icm) exhibited intermittent ventricular undersensing; r-wave were under sensed in false pause episodes. The device was reprogrammed. The patient remained in stable condition.